Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that when the package was opened, there was no needle inside, only the thread. No patient involvement.

Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding the same issue, closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have received one open sample that seems unused with the needle detached from the thread (thread is not wound on the pack). Reviewed the batch manufacturing record, there are no incidences reported regarding this issue and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 0.37 kgf in average and 0.33 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum) without any closed sample we cannot carry out an analysis in order to take a decision. However, taking into account the open sample received and that there is a previous complaint of this code-batch regarding the same issue, we consider this complaint as confirmed. Final conclusion: we conclude that the complaint is confirmed by evidence of the sample received and that there is a previous complaint regarding the same issue for this code-batch. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.